Manufacturer narrative:
0 of 1 device was returned for evaluation. We are awaiting the return of 1 device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest tradition handpiece would not hold burs. No injury resulted in the event.